Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had flow rate accuracy issues described as over/under-infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the event history log review showed an infusion of plain IV fluids at a rate of 100 ml/hour and a volume to be infused (vtbi) of 1000ml. A secondary infusion was also programmed at 200 ml/hour for a vtbi of 100ml. Three downstream occlusion alarms occurred during these infusions. The pump was not placed in standby mode on or around the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.